Event description:
No additional information.

Manufacturer narrative:
Correction: f code updated. Device manufacture date updated: 09/05/2025.

Event description:
It is reported leakage. Primary or secondary tubing with texium ends would start leaking from the connection point. Leaks would regardless of how tight the connection was secured.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.